Manufacturer narrative:
(B)(4). The results of evaluation will not be performed, because the sample was discarded.

Event description:
In a letter, the patient stated, about a year ago, there was a leak on the film weld of the cassette. The patient did not call at that time and no further information is available.

Manufacturer narrative:
(B)(4). This complaint for leak from the cassette film weld was not confirmed in the lab due to a lack of sample. The lot number is unknown, therefore, a batch review was not performed. There was not enough data within the complaint information to identify root cause; therefore, the root cause of the complaint was not determined. It is possible that the leak was caused by a defect in the cassette potentially at packing at the manufacturing facility, during shipment/distribution to customer, or it could have happened at use by the customer. This product is visually and functionally inspected on a sampling basis for these types of manufacturing defects, including leaking cassettes, in the in-process and final inspection per 20-03-04-013 issued december 18, 2009. Instructions for the patient to check the cassette for any damage are included on page 11-11 of the homechoice apd systems patient at-home guide (07-19-61-244) issued on 10/2/09. A trend review of global complaint data between (B)(4) 2009 through (B)(4) 2010 showed no adverse trend for complaints related to problem code leak. Overall, the trend is stable during the time period that this incident occurred. Renal quality engineering, along with plant quality and manufacturing personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.